Manufacturer narrative:
The biomedical engineer stated that he left the test plug in the air intake while performing the preventative maintenance. The device is fully functional at this time. This is a user error. No product malfunction.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator has no flow. The customer reported there was no patient involvement.